Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo_12.6,-7.0/1.0/072 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a shorter length lens due to a excessive vault. This resolved the problem. The cause of the event was reported as unknown.